Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after implant the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to infection. The physician suspected the infection was due to the patient picking at the pocket incision bandage. Cultures were taken, and antibiotic treatment was necessary. A new ICD system was implanted six days after explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.